Event description:
When surgeon drill the hole & then tried to tap in the anchor he had to stop. The anchor got in about a third of the way and the acetabular rim started to fracture. He stopped, removed the guide & the shaft of the anchor. Surgeon then had to go back in & drill out some of the anchor and pull it out of the bone. He drilled with a 2.3 straight guide and then went back in with a 2.9 guide and anchor. He used a curved anchor through the straight guide and feels as if the anchors are identical. Repair site was left hip between 12 o'clock and 3 o'clock. Surgeon placed guide just past the chrondral bone. Patient's bone was not optimal.

Manufacturer narrative:
(B)(4).